Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station login issue. A technical support specialist confirmed the user was able to login to the station. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es the user was unable to login to the station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, when the user tried to dispense the medications to the patient. There were no adverse events or injuries reported based on this incident.